Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the patient had started exhibiting signs of withdrawal so the pump was replaced early.

Manufacturer narrative:
Product analysis#: (B)(4): analysis information: 2019-08-07 10:53:18 cst, pli# 10 product ID#: 8637-20. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID: 8780, lot#: serial#:(B)(6), implanted: on (B)(6) 2013, product type: catheter, device evaluated by MFR: the pump was returned, and analysis found no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the sc break was due to the hcp was not able to remove the connector from the old pump. The sc was damaged when it was removed. The hcp cut the catheter and repaired it with an 8784. The explanted catheter was discarded. Regarding the spasticity the hcp planned to restart therapy at a lower dose and titrate back up as needed. The pump was returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-feb-2015, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml; 1070 mcg/day via an implantable pump. Indication for use was intractable spasticity and cerebral palsy. The date of the event was (B)(6) 2019. It was reported the patient experienced a sudden change in therapy with a return of spasticity. Since the pump needs to be replaced next year, the physician decided to replace it. The catheter aspirated with ease at the replacement. The sc broke during the replacement and an 8784-repair kit was used. Patient weight was (B)(6) pounds. No further complications were reported.